Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea') and salpingitis ('portion of fallopian tube with chronic inflammation') in an adult female patient who had essure (batch no. 685786) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (total vaginal hysterectomy, bilateral mesh removal). Essure was removed on (B)(6) 2010. At the time of the report, the dysmenorrhoea, salpingitis and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and salpingitis to be related to essure. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea') and salpingitis ('portion of fallopian tube with chronic inflammation') in an adult female patient who had essure (batch no. 685786) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (total vaginal hysterectomy, bilateral mesh removal). Essure was removed on (B)(6) 2010. At the time of the report, the dysmenorrhoea, salpingitis and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and salpingitis to be related to essure. Lot number: 685786. Manufacturing date: 2009-10. Expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.